Event description:
It was reported to philips that the system displayed a disk space error message. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the treatment was delayed and the user had to use another room to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed a disk space error message. Upon functional testing, the fse analysed the system logs and set line impedance to 72 milliohms from 180miliohms and implemented the drive bay change to resolve the reported issue. After implementing the changes on disk bay, the system was returned to use in good working order. The codes were updated based on the investigation outcome.